Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm, insulin pump button was not working not doing the functionality. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated the alarm did not occur immediately after a battery change. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) up button dome switch. Unable to perform displacement and self tests or verify pump error 23 due to the keypad anomaly.